Manufacturer narrative:
The insulin pump had no button response on down arrow button due to corroded keypad traces. The insulin pump had moisture damage on lcd board. The insulin pump had a scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was moisture in the insulin pump. The customer's blood glucose was 10 mmol/l at the time of incident. The insulin pump will be returned for analysis.